Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the staples were deployed but the tissue was not cut after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.